Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. Customer tried to reboot and recover the drawer, but issue doesn't resolve. The customer stated that they were facing delay to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) confirmed that the station was losing network connection intermittently. So, the fse switched the network port to a different location and found the connection was more stable. Hospital information technology team (hit) already replaced network cable. The system functioned as intended after the field service engineer repaired the device.